Manufacturer narrative:
H3) the valve was returned for analysis. The returned valve was patent. The valve met the requirements for valve flux testing, siphon control, reflux and leakage testing. Biological debris was found inside the valve. The valve did not meet requirements of pressure flow and preimplantation pressure testing. The directions that come with the valve stating that the ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata shunt being used in a hydrocephalus occlusus procedure. It was reported that in the CT scan it showed a subdural hygroms and intracerebral bleeding without clinical symptoms. The pressure adjustment of the valve was changed about 4 weeks ago. Last week a CT scan showed signs of continuous hyper drainage at the patient. The pressure setting were increased with strata valve adjustment tool. The tool showed correct pressure setting, but clinically amount of drainage could not be decreased. The health care professional decided to exchange the valve. The valve was explanted due to clinical signs of malfunction of valve. There was no reported delay to the procedure. No impact on patient outcome.